Manufacturer narrative:
The power supply board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and could not reproduce the issue. The logs were run and it was found that the generator exhibited the error. The representative checked the supply board and verified output. The site stated the issue occurs after a few back to back spins. The representative replaced the supply board and adjusted the dc. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect supply board was returned to the manufacturer for evaluation, however results are unavailable at this time.

Event description:
A medtronic representative reported that while outside of a procedure, the imaging system would not shoot x-rays. There was no patient present when this issue was observed.